Event description:
The complaint was reported as: the customer alleges that an allergic reaction occurred during use of the micromist nebulizer. The alleged incident occurred during use on a pediatric pt. The customer reports that the allergic reaction started in the mouth and nose region of the pt. There were no reports of a pt injury or harm.

Manufacturer narrative:
A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. A DHR (device history record) investigation did not show records of issues with the material at the time it was assembled. The complaint cannot be confirmed with the info provided. In order to perform a proper investigation to determine a corrective action, it is necessary to evaluate the sample involved on the incident.